Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the gauze were linting. Removed by manual and irrigation. There was no patient injury.

Event description:
According to the reporter, prior to procedure, upon opening package of gauze, it was found out that the product was fraying. A new similar product was opened without any issue to complete the procedure. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The picture showed the sponge fraying. The reported condition was confirmed. The investigation of the picture found the sponge was fraying. Could not determine why the sponge was fraying. The investigation could not determine the root cause of the customer's report. The customer is advised to return the product, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.